Event description:
The catheter was placed and secured in the patient's arm. The pt was taken to the CT department for a study, and upon arrival they found that the catheter was still in the vein, but there was no extension tubing attached to the securement platform.

Manufacturer narrative:
The sample is not available for evaluation as it has been discarded by the hospital. This incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident.